Event description:
It was reported that the physician's dell x50 handheld computer would not hold a charge. When the handheld was unplugged from the outlet, the system would turn off. Several outlets had been tried and the handheld was left to charge for several hours, but the problem persisted. Product was returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.